Manufacturer narrative:
G4:22jan2021; b4:15feb2021. The bio-med reported that the unit operates perfect except the nav-ring does not work. The touchscreen is functional. The field service engineer (fse) replaced the front bezel and the problem is resolved. Unit pass all required test successfully and return for use. A similar evaluation was performed it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.